Manufacturer narrative:
Product event summary: analysis was not able to confirm the stated reason for return of no stimulation. The unit passed its incoming test. It was noted that both bail covers were cracked. The unit passed its testing on the automated test system.

Event description:
It was reported that the external pulse generator did not stimulate. It was further reported via follow-up that the incident did occur while connected to a patient, however there was another generator readily available for change-out. The generator was returned for service. There were no patient complications as a result of this event.